Event description:
Caller reported there are black spots on the display of the pump. Caller stated there is no misinterpretation. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device has not been returned.